Event description:
It was reported that a user experienced a low blood glucose episode after missing a meal announcement while using the ilet, which led to post-meal hyperglycemia and subsequent automated insulin delivery that contributed to hypoglycemia; the episode was self-treated with oral fast-acting carbohydrates. Symptoms included confusion/ disorientation, hypoglycemia with a nadir of 66 mg/dl, and hyperglycemia peaking at 316 mg/dl. Outcomes included transient impact with self-management using oral glucose without hospitalization. Investigation included review of device data and user reports, along with troubleshooting and education on meal announcements. Investigation of this case revealed missed meal announcement leading to hyperglycemia followed by insulin overcorrection and hypoglycemia, with device function consistent with design. It was concluded that user handling contributed to the event and that the device operated as intended.